Event description:
It was reported that during a lap hysterectomy procedure, the device's tissue pad was coming off so, they swapped it out with another like device. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.